Event description:
It was reported that a vascular stent was found to be twisted in the middle portion post placement. A second dilatation with a short balloon was performed to open the stent completely and an additional stent was placed. There was no patient injury reported.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.